Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens but the lens became stuck in the injector. There was no patient contact.

Manufacturer narrative:
.